Event description:
Loosened hemiarthroplasty prosthesis left knee and synovitis left knee. Operations: removal of hemiarthroplasty prosthesis left knee. Synovectomy anterior/posterior compartment left knee. Revision total knee placement.